Event description:
It was reported that a user experienced difficulties managing glucose while using the ilet system during exercise and daily activities, including perceived rapid insulin delivery after suspending and resuming insulin and concerns about lows when glucose was near 100 mg/dl; the healthcare provider adjusted the target and requested additional training on the algorithm, and support attempted outreach for education. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education by customer support. Investigation of this case revealed no confirmed device malfunction and suggested user technique and therapy management challenges during exercise as contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.